Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 1627487-2022-01838, 1627487-2022-01839, 1627487-2022-01840 and 1627487-2022-01841. It was reported that the leads were found to have migrated and fractured during an inoperable ipg replacement (related manufacturer reference number 1627487-2022-00050) on 9 mar 2022. Imaging confirmed the fracture and migration. As a result, the physician explanted and replaced all peripheral leads with two octrode leads during the same procedure. Post-operatively, stimulation therapy was restored. It is unknown which 4 leads the patient has implanted, therefore all leads are being reported.

Manufacturer narrative:
A patient experiencing lead migration and fracture was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.